Manufacturer narrative:
The event of system explant was reported to abbott. The reason for the explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: date of the event is unknown. Date of explant: date of explant is unknown. During processing of this incident, attempts were made to obtain complete event the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-13136, 1627487-2021-13137. It was reported that the patient had their entire system explanted on an unknown date. The reasoning for the explant is also unknown.